Event description:
The customer reported that during patient use, the autopulse platform (sn (B)(6) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation). The crew replaced the battery, but the problem persisted. The customer did not provide any further information regarding the incident. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation) was confirmed in the archive data but was not confirmed during functional testing. No device malfunction was observed during testing, and the autopulse platform operated as intended. A review of the archive data showed multiple ua17 advisory messages around the customer's reported complaint date, confirming the reported complaint. The ua17 advisory messages were cleared at the customer's site. User advisory 17 is typically a clearable advisory message and is triggered when the motor runs for too long during active operation. The autopulse did not reach the target depth within the specified time. This issue often occurs when the patient is either improperly positioned on the platform or when the patient's chest is too stiff and difficult to compress. The recommended actions for this type of user advisory are: open lifeband, start manual CPR, check the battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional test without any faults or errors. Zoll is awaiting the customer's approval for repair.